Event description:
Device 3 of 3. Reference MFR report #1627487-2012-12592, 1627487-2012-12593.

Manufacturer narrative:
Results - the complaint for invalid impedance was not confirmed. As received, the extension was in good condition and passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.